Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition.a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found in specification in relation to the customer reported deliver at a lower rate or volume than programmed which was not reproduced. . The device passed flow accuracy testing within specification. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had under infused during therapy at the oncology department. It was stated that with a set volume bag, the pump says the infusion was complete, but there was still 100 ml of 250 ml in the bag left and they had already accounted for the overfill. The parameters were: 268 volume to be infused (vtbi) at 858 ml/hr with 100 ml left, but according to the pump 371 ml volume was infused (which is more than the vtbi). A secondary bag was used for priming and clamped off during the infusion. The reporter also mentioned that they verified the rate was accurate at 858ml/hr. No additional information is available.